Manufacturer narrative:
Initial and final MDR 1899307 - MDR 3003442380-2024-10581 - device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) , on (B)(6)2024, it was reported that the one infusion set fell off during use and infusion set is long for nearly 6 hours. No further information available.